Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial thyroidectomy, the tail side of the suture broke while incision was being sutured. It was stated that the needle hardness and toughness was not enough. The operation was suspended and the suture needle was replaced. The operation time was also extended.